Event description:
The account alleged a tech was cleaning the bed and after raising the head section, attempted to lower the bed with CPR. When she pulled the CPR handle, the head section did not initially lower and she heard a 'pop' in her shoulder. The tech went to the ER and her arm was placed into a sling.

Manufacturer narrative:
The technician inspected the bed and found it functioning properly.